Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) representative that the water feedset tube fell off the bag spike on an mr290 autofeed humidification chamber. This was found after one week of use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint mr290 autofeed humidification chamber was not returned to fisher & paykel healthcare in (B)(4). Only the water feedset tube and bag spike were returned for evaluation. Results: visual inspection revealed that the bag spike was attached to the water feedset tube. A lot check could not be performed as a lot number was not provided. Conclusion: without the return of the complete complaint device (i.e. Including the humidification chamber) we were unable to confirm the problem observed by the customer. All chambers are pressure tested prior to leaving the production line and any holes or leaks in the feedset tube are identified during this process. This suggests that the reported damaged occurred post production.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) representative that the water feedset tube fell off the bag spike on an mr290 autofeed humidification chamber. This was found after one week of use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint device is en route to fisher & paykel healthcare in (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.